Manufacturer narrative:
The initial reporter zip is (B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Found frost on the copper pipe. Frost on the copper pipe was caused by no water circulation in the chiller tank. Replaced the chiller pump assembly. Found water dripping from the chiller tank side. The water leaking around the chiller pump was caused by misaligned chiller pump to chiller tank o rings. The double bend tube was found installed backwards causing the open end in the tank to ride high in the tank and against the side wall away from the thermistors. This led to flow issues seen throughout functional testing. The device leaked from the front tank seal around the circulation pump outlet tube due to tears in the seal. The circulation pump outlet tube was found expanded to the point it no longer held the diverter. Installed new chiller pump o rings correctly aligned in the chiller tank opening. Cleaned the corrosion on top of the chiller condenser housing caused by the leaking water from the chiller pump. Replaced the double bend tube. Replaced the front tank seal. Replaced the circulation pump outlet tube. The control panel coin cell was replaced due to age. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was failed calibration in an arctic sun device. Unit could not be cooled below 6 degrees. Per sample evaluation results on 18aug2025, water leaking around the chiller pump. Double bend tube was found installed backwards. This led to flow issues seen throughout functional testing. The device leaked from the front tank seal around the circulation pump outlet tube due to tears in the seal. The circulation pump outlet tube was found expanded to the point it no longer held the diverter.